Manufacturer narrative:
The device was received in normal range of operation. Device image showed the battery levels above elective replacement indicator (eri) throughout the whole implant period. Functional analysis of the device was performed and no anomalies were noted. Longevity assessment was performed and device was at normal range of operation with appropriate remaining longevity. The reported complaint of premature battery depletion was not confirmed.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
The patient presented in clinic with syncope. After interrogation, it was noted that the device no longer worked. The device was explanted.